Manufacturer narrative:
(B)(4). Total number of events summarized - 9301. Ams apogee system - 3. Ams bio arc pre-connected collagen dermal - 146. Ams bio arc sling system - 163. Ams elevate (not specified) - 2. Ams miniarc sling system - 4. Ams monarc c-sling system - 84. Ams monarc sling system - 4896 ams monarc+ subfascial hammock - 378. Ams perigee system - 1. Ams sparc sling system - 2639. Unknown sling system - 985.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced excruciating pain, laceration of internal body tissue and organs, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, permanent bodily disfigurement, impairment and damage, related sequelae, extreme pain and suffering, mental anguish, loss of enjoyment of life, erosion of her internal bodily tissue, physical injury and a product problem. The device remains implanted. No further patient complications have been reported in relation to this event.